Event description:
The whole arm was red the next day. They removed the PICC and did a doppler to check for dvt it was negative. They have not done a venogram.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.